Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be determined. However, the distal cover likely detached from the scope due to the following: 1. Chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack. This caused the distal cover to easily detach from the endoscope. 2. The attachment of the distal cover to the endoscope was insufficient. This caused the distal cover to easily detach from the endoscope. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual: chapter 4 ¿ (4.1) detection method, operation manual: chapter 3 ¿ (3.5) preventive measure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected component code in section h6 of this report.

Event description:
The account endoscopy manager reported to olympus, the evis exera iii duodenovideoscope came off in the patient's mouth. The issue was found during an endoscopic retrograde cholangiopancreatography procedure. It was stated that the patient was intubated so there was no harm caused to the patient. It was also reported that this issue occurred with three different patients. This report is related to 5 others. Please see reports with patient identifiers: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.